Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath assembly was kinked. Imaging core windup, tip detachment, and imaging window ripples were observed.

Event description:
Reportable based on device analysis completed on 12 jan 2026. It was reported that a catheter issue occurred. The 79% stenosed target lesion was located in the severely calcified mid right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but could not cross the lesion due to calcification. The procedure was completed with another of the same device. The patient was stable, and no complications were reported. However, device analysis revealed tip detachment and a rippled imaging window.